Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. The event log shows 2003 alarm message when 9 volt batter inserted. Customer's complaint of error code was verified. Service replaced the microprocessor unit. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump had an error code. The code was not provided. No patient involvement.